Manufacturer narrative:
(B)(6) 2014 consumer reports that they only used the unit one time. Customer states that they see the dentist every four weeks. Customer states that her teeth felt great after using it. Customer states that afterwards she looked in the mirror to see how they looked and that's when she noticed that there was a chip out of her second front tooth. Consumer has agreed to return the product for evaluation.

Event description:
(B)(6) 10/2014 customer claims that they have braces and was flossing her teeth when the unit caused a hole in her tooth.